Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detached event on (B)(6) 2024. Infusion set was used for no more than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.